Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly and the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. The customer was subsequently hospitalized in the intensive care unit on (B)(6) 2022. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.